Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a recurring problem with the "new" tracheal cannulas. The new cannulas no longer had the immediately lower plastic extension like the old models. Thus, the problem created was that the lower portion of the cannula (since it no longer has a lower rim like the old ones) fits into the incision of the open tracheostomy resulted to an enlargement of the incision, especially in obese patients. There was no patient injury/harm reported.